Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for about 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for about 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for about 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 42mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.